Event description:
It was reported that the patient presented for a procedure. During the procedure, the right ventricular lead was checked prior to implanting the device and it was discovered in the fluoroscopy that the lead was frayed. The physician wanted to proceed and connected the lead to the device, however there was high impedance noticed. The lead was removed, and the new lead was unable to get into the heart. The port was plugged. The patient was in stable condition.